Manufacturer narrative:
(B)(4). G2-foreign- canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an oxford partial knee procedure the slap hammer was not holding the trial implants. Upon further inspection, it was found that the spring was fractured. No consequences or impact to the patient was reported. This event is related to a malfunction that could potentially lead to a serious injury. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10 visual examination of the returned product identified the item and lot number match the reported event, the oxford femoral slap hammer tension spring is fractured causing the instrument not to function as intended, the instrument is showing signs of heavy use with dents and scratches on all surfaces and wear on the extraction claws. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.